Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir compartment had cracked at top and reservoir was leak. The customer¿s blood glucose level was 147 mg/dl. The reservoir will be returned for analysis.